Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and functional testing was performed. The complaint is confirmed. The root cause is attributed to rough handling during use. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the hemodynamic monitoring of a patient, the pressure monitoring set was found to be leaking fluid below the transducer. The pm set was exchanged for a new set and the monitoring successfully completed with no additional consequences to the patient.